Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer reported blood glucose level was not impacted. Reportedly, the customer resumed insulin without changing out supplies or changed out supplies then resumed insulin to resolve occlusion alarms. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. Reportedly the customer will continue to use the pump until the replacement pump is received.